Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
Patient reports to the ER with a dislocated total hip status post (B)(6) 2012. The surgeon decided to reduce the hip with a closed reduction. Upon reducing the hip, he felt that it was still unstable and patient could use a longer neck length. The surgeon decided to open the joint and remove the head to trial a longer neck.. He changed the -5 36mm head for a +5 36 mm head. He found to have much better stability and decided that was all he was going to change at this point.

Event description:
Patient reports to the ER with a dislocated total hip status post (B)(6) 2012. The surgeon decided to reduce the hip with a closed reduction. Upon reducing the hip, he felt that it was still unstable and patient could use a longer neck length. The surgeon decided to open the joint and remove the head to trial a longer neck.. He changed the -5 36mm head for a +5 36 mm head. He found to have much better stability and decided that was all he was going to change at this point.

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was received. Review of the device history records indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates that there have no other events for the reported lot.